Event description:
Customer reports receiving a reading of 115 mg/dl on their precision xceed meter and within a few minutes receiving another reading of 56 mg/dl. Paramedics were called after the second result was obtained, and upon arrival paramedics rec'd a glucose results of 181 mg/dl using a precision xtra meter. Upon arrival at the hosp an add'l glucose result of 298 mg/dl was obtained using a precision xtra meter. 4 units of insulin was administered to customer in order to normalize glucose levels.